Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer reported to baxter of a no flow that occurred at the upper y-site when using the clearlink continu-flo solution set. An unknown secondary set was primed and connected and would not flow. It was then connected to the lower y-site and it flowed. A syringe was used to try and open the upper y-site valve, and after a lot of force it began to flow. The condition occurred during priming. There was no patient injury or medical intervention reported. No additional information is available.